Event description:
During a sigmoid colectomy procedure, the clips were fired and the legs came out crossed. Pulled a 3rd product and completed the procedure w/no consequence to the pt. Two devices returning.